Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon which occurred due to the boot break of the video plug. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc concluded that the reported phenomenon was attributed to the communication problem between the subject device and the video processor with the boot break of the video plug of the subject device. The boot break of the video plug might have occurred by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had a noise and was not displayed at the unspecified timing. The user also reported that there was bad connection. There was no patient injury associated with this report.